Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used the scs system in approximately 3 years. The patient¿s programmer also reflected a communication error. A company representative confirmed the patient¿s ipg is inoperable. As such, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
(B)(4). This charger serial number was associated with a field correction.

Event description:
Additional follow up revealed that patient underwent a surgical procedure on (B)(6) 2018, wherein scs ipg was explanted and replaced. Effective therapy has been restored post-operatively.